Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an unexpected suspend low with a sensor glucose of 60's that triggered the suspend. Current blood glucose value was 72 mg/dl. Blood glucose value was 200 mg/dl and the sensor glucose value of 60 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced but not returned.